Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received occlusion alarms. The customer's blood glucose (bg) level was 70 and 300 mg/dl which were caused by the occlusion. The customer reverted to using a non-tandem pump for insulin therapy.